Manufacturer narrative:
Findings: pump received with loose drive support disk, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. Pump passed the displacement test. A compromised force sensor alarm during the basic occlusion test, unable to perform prime test due to loose/protruded drive support disk. No unexpected alarm noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated reported the battery compartment is chipped and it has a crack in the front side of the casing. Customer noticed she noticed the drive support cap is loose. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.